Manufacturer narrative:
The device was received not deployed. The download data showed that the device had been deactivated by the user at the end of first prime. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended. The needle mechanism and soft cannula were not found to have deployed early as reported, as the pod was received with the needle mechanism and soft cannula not deployed.

Event description:
It was reported the needle mechanism deployed early; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.